Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. No issue was found with the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the immediately after the spin, the surgeon felt inaccurate by 2-3 cm. The inaccuracy was in the superior and inferior direction and was accurate side to side, and anterior and posterior. The surgeon used a c-arm to place the screws after the inaccuracy was discovered and did a confirmation spin with the o-arm. Medtronic imaging was aborted. There was a reported delay of 20 minutes, and no reported impact to patient outcome.